Manufacturer narrative:
Insulin pump received with constant motor error alarm and no button response due to moisture damage on the electronic stack. Device had moisture damage on the motor noted. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there were cracks around the display window on the insulin pump. Customer's blood glucose level was unknown. Customer agreed to return the device for analysis.